Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The cause was not identified because the subject device was not returned. It is presumed that the phenomenon occurred due to the following factors. The image processing board has failed. The power supply board has failed. The lcd panel has failed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure using the subject device, the endoscopic image intermittently disappeared. The procedure was completed using another device. There was no report of patient injury associated with this event.